Event description:
Based on the medical records provided by the patient: (B)(6) 2005 - patient underwent bilateral direct inguinal hernia repair with two pieces of bard soft mesh (keyhole); one on left and one on right. On (B)(6) 2005 - office visit, patient complains of right groin pain and swelling. No obvious sign of infection, drain placed, antibiotics started. On (B)(6) 2005 - office visit, recurrent seroma. On (B)(6) 2005 - office visit, patient complains of left groin pain. On (B)(6) 2005 - office visit, patient complains of pain, local anesthetic and steroid injection administered. On (B)(6) 2005 - office visit, patient complains of sexual side effects. On (B)(6) 2005 - office visit, patient continues to complain of left sided pain. Patient is unwilling to consent to exploratory surgery.

Manufacturer narrative:
Initially, this complaint was not MDR reportable however medical records provided indicate an unspecified surgical intervention (drain placement and antibiotics) which is why we are now submitting this an an initial MDR. Based on the medical records provided the patient underwent bilateral direct inguinal hernia repair with two pieces of bard soft mesh (keyhole); one on left and one on right. Following the repair the patient was seen in multiple office visits with complaints of pain. On (B)(6) 2005, the patient had a drain placed and began antibiotics although the medical records note there was no obvious sign of infection. The medical records note that on (B)(6) 2005 the patient was still complaining of pain however declined an exploratory surgery. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. Although there is no confirmation of the presence of an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, it appears the mesh remains implanted. With the currently available information, no conclusion can be drawn at this time.